Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 8/22/2017 with the following findings: a review of the black box and alarm history showed a cs 078 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24-hour basal program test and the rewind, load, and prime test because of the alarm. Removal of the pump¿s cover showed internal moisture found.